Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after exhibiting high capture thresholds, dislodgment, and failure to capture with greater than two seconds of asystole reported. Initially, this lead was implanted on the bundle of his. Another rv lead was successfully implanted. No additional adverse patient effects were reported.